Manufacturer narrative:
The two returned customer samples and in-house donor samples of various rh phenotypes including weak d cells, were tested on an in-house echo for weak d assay using retention capture-r select plates, lot sc079 and sc083, with retention anti-d series 4, anti-d series 5. The samples exhibited negative weak d and all in-house donor samples exhibited the expected reactivity. The returned samples were tested on in-house echo for group assay. Ntd was observed. Weak reactivity was observed with anti-d series 4,and no reactivity was observed with anti-d series 5. Ha tests were performed with the samples with retention anti-d series 4, and anti-d series 5, and with other anti-d manufacturers' blood grouping reagents. No reactivity was observed in all phases of testing with all anti-d reagents tested. The samples typed as d-. The echo probe was examined and there is no evidence of the leak to cause carryover. Tested b-negative donor segments on an in-house echo with retention anti-a, anti-b, anti-d series 4, anti-d series 5, and monoclonal control. The expected reactivity was observed. The customer's complaint appears to be sample-related.

Event description:
Customer reported an unexpected positive reaction on the echo for a patient sample with an history of rh negative. 1+ results were observed with anti-d series 4. This sample was negative with anti-d series 5.